Manufacturer narrative:
The returned driver was examined. A portion of the tip has fractured off of one side, indicating that improperly aligned force was applied to the device during usage. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. An alternative plug driver was used to complete the procedure without report patient impacts.

Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.